Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a planned knee surgery was postponed because one instrument in the short-term-loaner-kit (orthokit) showed wear. The last "attune" loan system delivered came with an instrument that is defective. The plastic abrasion on the adjustment lever makes it impossible to use it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: we were informed that a planned knee surgery was postponed because one instrument in the short-term-loaner-kit (orthokit) showed wear. The last loan system "attune" delivered comes with an instrument that is defective. The plastic abrasion on the adjustment lever makes it impossible to use it. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune em tibial prox uprod shows normal signs of worn consistent with the time of service, however nothing indicative of a device nonconformance was observed. A functional test was performed and the adjustment lever was able to move and stay well fitted on the desire position. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune em tibial prox uprod would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 05/06/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev j. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 05/06/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev j. H11 additional narrative: corrected: h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "we were informed that a planned knee surgery was postoned because one instrument in the short-term-loaner-kit (orthokit) showed wear. The last loan system "attunes" delivered comes with an instrument that is defective. The plastic abrasion on the adjustment lever makes it impossible to use it." The product was not returned to medtech orthopaedics; however, photos were provided for review. ¿(B)(4) photo.¿ the photo investigation did not reveal that attune em tibial prox uprod (254400018) had broken. But there is visible wear and tear. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune em tibial prox uprod would not contribute to the complaint about the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4), 2) released to warehouse: 05/28/2024, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU-0902-00-836. Receiving inspection records were reviewed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.